Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2006 due to dysplasia. Subsequently, patient experienced a femoral neck fracture in which the doctor set the fracture. The fracture healed with no need for a revision procedure. Additional information received noted that it is unknown how the patient fractured the femoral neck and that the fracture was set on (B)(6) 2006.

Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6) 2006 due to dysplasia. Subsequently, patient experienced a femoral neck fracture in which the doctor set the fracture. The fracture healed with no need for a revision procedure.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2006 due to dysplasia. Subsequently, patient experienced a femoral neck fracture in which the doctor set the fracture. The fracture healed with no need for a revision procedure.